Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this device indicated a consumption value of 145%. Boston scientific technical services (ts) reviewed the available data and could not identify a reason for the high percentage. It was indicated the patient would present for a follow-up, but was not scheduled. No adverse patient effects were reported.